Event description:
Information was received from user facility (uf) via manufacturer representative regarding products used for spinal therapy. It was reported that the device was bent. There was no patient involvement and no further complications reported regarding the event. Additional information was received via manufacturer representative that the reported product was already used before.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 6550017, serial/lot #: (B)(6), UDI#:(B)(4) ; product ID: 6550017, serial/lot #: (B)(6), UDI#:(B)(4); product ID: 6550017, serial/lot #: (B)(6), UDI#: (B)(4); product ID: 6550017, serial/lot #:(B)(6), UDI#: (B)(4); product ID: 6550017, serial/lot #:(B)(6), UDI#: (B)(4). E: first name and last name of initial reporter is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D5 has been corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: h3: product analysis 0f part# 6550017, lot# kh21l284, part# 6550017, lot# kh19g017, part# 6550017, lot# kh19g017, part# 6550017, lot# kh19g017, part# 6550017, lot# kh19g017, part# 6550017, lot# kh19g017, visual and optical inspection confirmed the tab extender is worn from repeated use. H6: part# 6550017, lot# kh19g017, part# 6550017, lot# kh19g017, part# 6550017, lot# kh19g017, part# 6550017, lot# kh19g017, part# 6550017, lot# kh19g017 fdm: b01, fdr: c070601 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.